Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant the patient¿s right ventricular (rv) lead dislodged and exhibited no capture. The rv lead was repositioned the same day and remains in use. No patient complications have been reported as a result of this event.